Manufacturer narrative:
Evaluation: lead was visually inspected and checked for continuity. Results: returned lead was severely kinked with wires broken at approximately 20 cm from the stim end. Outer tubing compression damage was observed at approximately 13.5 cm from the terminal end. Lead failed continuity testing, three channels measured less than 4 ohms, and all other channels measured open. Conclusion: invalid impedance was confirmed. The lead as received was severely kinked. The source of the over stress that caused the wires to fracture could not be determined. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported, patient was experiencing stimulation in undesirable areas. Diagnostics of the lead indicated invalid impedance. The lead was explanted on (B) (6) 2009.